Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2024-01947. Citation: journal of laparoendoscopic & advanced surgical techniques https://doi.org/10.1089/lap.2022.0102.

Event description:
Title: comparison of two laparoscopic techniques in management of pediatric inguinal hernias. The aim of this study is to investigate the outcomes of a subcutaneous endoscopically assisted transfixion ligation (seatl) technique and a percutaneous internal ring suturing (pirs). This is a retrospective with a total of 255 patient underwent laparoscopic repairs between may 2020 and september 2015 at the institution. The group was divided into 2, the seatl technique was used to repair 131 ihr and the pirs technique was used to repair 124 ihrs. During the procedure, pirs technique adds another incision in the left lower quadrant or right lower quadrant depending on hernia laterality for laparoscopic instrumentation of the peritoneum. A stab incision in the skin is made over the internal ring where a spinal needle is then used to direct looped prolene sutures into the retroperitoneal space. The looped prolene is used to thread two ethibond sutures around the patent internal ring. The ethibond sutures are tied thus highly ligating the hernia sac. In some versions of pirs, the closed sac is then scored with electrocautery before ports and instruments are removed from the abdomen. The seatl technique does not use a second laparoscopic instrumentation incision. The needle is then passed a second time transversely across the internal ring and back through the original incision. The suture is tied extracorporeally to highly ligate the internal ring. Pirs primarily utilized ethibond suture for repairs, with 122 repairs done with ethibond and 2 done with vicryl. Seatl repairs were divided with 91 ethibond repairs and 40 vicryl repairs. Reported complications: ecchymosis (n-1), pain (n-4), wound infection (n-4), stitch granuloma (n-3), inguinal hernia recurrence (n- 13), hydrocele (n-1). Conclusion: seatl had a significantly higher number of postoperative complications. This may be a result of multiple factors including but not limited to the absence of electrocautery, a shorter median operative time, and utilization of absorbable suture. Modifications have been made to this technique to reduce risk of postoperative complications.